Event description:
Two patient samples with discrepant cea results. Patient 1, initial result <0.200 ng/ml. Same repeated gave result of 5.96 ng/ml. Patient 2, initial result 1.91 ng/ml. Same sample repeated gave result of >1000 ng/ml. Same sample then diluted and repeated, result as 30,009 ng/ml. If additional information is received, appropriate notification will be provided.